Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the beginning of a routine hemodialysis treatment, arterial pressure alarms occurred which were eventually resolved after repositioning, the access needle in the patient's vascular graft. High venous pressure alarms occurred subsequent to the arterial pressure alarms indicating that the blood circuit was likely clotting. Treatment was discontinued without return of the patient's blood resulting in an estimated 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
There is no evidence to suggest a device malfunction occurred. The reported arterial pressure alarms were attributed to inadequate vascular access flow. The cycler alarmed appropriately. Most likely during the elapsed time spent troubleshooting the alarms while the blood pump was off, the blood in the disposable cartridge clotted which triggered high venous pressure alarms. Again, the cycler alarmed appropriately. Device labeling instructs to return the patient's blood if alarms cannot be resolved promptly as the risk of clotting increases when the blood pump is stopped. The reported blood loss was reviewed with facility staff who will provide additional training. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.